Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for a drain complication in drain 4 of 7. While troubleshooting the cycler alarmed for air detected in the cassette. The alarm could not be bypassed and treatment was discontinued. When the cassette was removed fluid was found to be leaking from the cassette. The cycler was replaced. The patient contact was advised to contact the patient's nurse. During follow up the patient contact reported the patient did not have any adverse event associated with the leak.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. No fluid leaks in the test cassette during the test treatment. Passed mushroom head check. Test positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (dc drain complication encountered) was not confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.